Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing separated from the cartridge when the tubing was caught on a door jam. Reportedly, the customer changed the supplies to address the event. Blood glucose ranged from 250-300 mg/dl.